Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis patient reported during treatment the blood appeared to be darker in color so the patient disconnected treatment and did not return the blood which resulted in an estimated blood loss of 150cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The sample is available for manufacturer evaluation and has been requested.

Manufacturer narrative:
Device not returned to manufacturer. The sample has been discarded by the user facility and is not available for evaluation. The reported complaint is not confirmed. A complaint sample is not available for manufacturer's evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A review of the batch production records was performed for the reported lot number. The lot passed all pyrogen testing and sterilization dosage was within parameters. The lot passed release criteria. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.